Event description:
Patient reported last infusion took a really long time to infuse and the last 10 ml's were manually pushed. Forgot to call in time to get a replacement pump out to them. Patient has the flu and has not infused for about three weeks. Solicited call. Pump lot number and expiration date unknown. No additional information. Indication: chronic inflammatory demyelinating polyneuritis and myasthenia gravis with (acute) exacerbation. From (B)(6) 2019 to current. Reported to (B)(6) by: patient/caregiver.